Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, it was indicated that there had been some difficulty inserting the esheath+ in the patient. During advancement of the 26 mm commander delivery system and crimped valve through the 14fr esheath+, there was slight resistance encountered. The technician noted an inability to push or pull the wire. The delivery system and crimped valve had not exited the tip of the esheath+. Under imaging, the delivery system with crimped valve was observed to have exited/protruded out the side of the esheath+ in the right iliac. The valve was noted to be completely bent upside-down, and the delivery system was bowing into the abdominal space. There was difficulty removing the delivery system with crimped valve and esheath+. When the delivery system was pulled back, the valve was caught outside of the esheath+ and the right iliac. There was a perforation observed at the common iliac and descending aorta, causing bleeding. Contralateral access was obtained and a coda (non-edwards) balloon was placed in the ascending aorta above the iliac bifurcation to occlude the bleeding. Cardiopulmonary resuscitation (CPR) was also performed. The patient was transferred to an operating room (or) for open vascular repair to repair the torn iliac and aorta perforation. It was noted that the esheath+, delivery system and valve had remained in the patient's body. During the vascular repair, the patient expired. Subsequently, additional information was provided. Regarding the valve being completely bent upside-down, it was clarified that the valve on the delivery system did a "loop-de-loop" in the abdominal cavity. It appeared that the valve may have caught on the edge of the sheath tear. Continued forward pressure during advancement likely caused the valve to buckle and invert outside of the sheath, resulting in bowing of the delivery system. Imagery was provided for evaluation. A review of the imagery indicated there were no abnormalities observed on the valve. The crimped valve was observed to be puncturing through the side of the sheath shaft. There was also potential valve diving and the silhouette of the catheter did not appear to be coaxial with the crimped valve.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these types of events is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. As result, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. A review of the patient anatomy imagery revealed there was tortuosity and calcification present in the patient's right access vessel. A review of the device imagery revealed a crimped transcatheter heart valve (thv) that was puncturing through the side of the sheath shaft. There was potential valve diving. The silhouette of the catheter does not appear to be coaxial with the crimped thv. There were no abnormalities observed on the valve. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the sapien 3 ultra valve have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaints about the inability to advance the delivery system with valve through the esheath+ and the esheath+ liner puncture have been confirmed based on evaluation of the provided imagery. These events had resulted in a patient injury and patient death. Regarding the inability to advance the delivery system with valve through the esheath+, the available information suggests patient factors (calcification and tortuosity) likely contributed to the event as these patient factors were noted to be present in the patient's access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Regarding the esheath+ liner puncture, the available information suggests patient factors (calcification and tortuosity) and/or procedural factors (high push force and valve caught on liner) likely contributed to the event as the patient factors were noted to be present in the patient's access vessel. Additionally, it was reported, "it was indicated that excessive forward force had been applied," and "under imaging, the delivery system with crimped valve was observed to have exited/protruded out the side of the esheath+ in the right iliac." During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage directly via physical contact (e.g. Sheath interacts with sharp calcium nodules) and/or indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous or restricted anatomy). High push forces coupled with non-coaxial advancement trajectories can lead to sheath liner puncture due to direct interaction with crimped valve. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The complaint about the difficulty introducing the esheath+ has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. In this case, the available information suggests patient factors (calcification and tortuosity) likely contributed to the event as these patient factors were noted to be present in the patient's access vessel. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force and/or damage the distal tip. Tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft causing it to bend or kink and require a higher push force to navigate. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.